Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they are trying to charge their ins in order to meet with their manufacturing representative (rep) this morning and they didn't know how to turn on the handset. Agent walked patient through turning on the handset. Patient then stated information already reported in this case, and stated they were supposed to meet with the rep, but didn't know they had to have the device charged. Agent reviewed charging the implant frequently to use it or when meeting with the rep. Patient asked about not feeling stimulation and agent reviewed to speak with the hcp or the rep regarding this. Patient stated they used to be able to feel it with their previous stimulator. Patient stated they sometimes don't get to excellent recharge, but do get to good. Patient was able to successfully start a recharge session on excellent quality.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they didn't use implant much at first because they weren't moving around much as they were sick in bed but now are starting to move around more. Pt says they tried to charge ins yesterday and couldn't get it to connect. Their daughter was present during the call and assisted with usage, as the pt didn't seem tech savvy. During the call they went into the recharging application during the call and once they put the wr against their implant it said good connection and that ins is at 30 percent. They will continue charging. Pt then said they had another call and disconnected the call. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the ins is still at 30 percent with good quality. During the call they were able to find a better spot and got excellent quality. The patient will continue charging the ins. Additional information was received from a patient (pt). It was reported that they got the implant charged after the call in this case and said they charged to 100%, but the patient wasn't able to feel any stimulation and they weren't able to enter the mystim app. During the call, caller tried to enter mystim app and said there was a message that said communicator updater, communicator not detected. Agent had caller close out of apps and reset communicator. Caller then tried to enter mystim app again and reported the place over implant screen. Agent walked caller through the screens and caller connected to the mystim app, but saw the implant battery empty message. Caller and patient were confused by that as they said they just charged to 100% last night and the implant depleted overnight, but patient wasn't feeling stimulation. Patient commented they were wishing they had gotten a non-rechargeable implant now. Agent had caller start a recharging session and caller reported recharging excellent, implant battery red. Agent reviewed to continue charging, and then caller could turn stim on in the recharger app, but would need to stop charging and enter mystim app if they wanted to adjust settings. Agent redirected to healthcare provider should the patient still notice the implant was depleting quickly or they weren't feeling stimulation still. Patient and patient rep called back stated that they were able to charge the ins and they still do not feel any stimulation. Patient rep stated that they already tried increasing the intensity and change groups but still no stimulation was felt. Agent redirected patient to hcp to further address the concern.